Event description:
Right cornea burn. Dr called rn over to look thru microscope, there was a white area where handpiece was inserted into cornea. He stated there was something wrong with the phaco handpiece- not to use it again and have it checked. His phaco time was 1.2 min. His setting for phaco was memory 1- 65-80 dr said memory was 2- 65-250. Handpiece malfunctioned - caused what appeared to be a burn on cornea. He called alcon co and talked to the service dept at 11:00. Rn called her supervisor and they took machine out of area to be checked by alcon rep.